Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Lot 36477072 was reported but was unable to be correctly identified. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. However, glue (blooming) was seen on the catheter upon opening. Therefore, the device was replaced and the issue resolved. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.